Event description:
Report received of sheared catheter. It was reported that the physician experienced difficulty removing the catheter from the arrow sheath. The physician made a cut in the sheath and inadvertently sheared off a portion of the catheter tip. The pt was sent to interventional radiology and the distal tip of the catheter was removed without further complication. No further info is available.